Event description:
It was reported that the bolus connector was broken. The patient asked for the pump to be replaced because the bulb was coming loose, causing disconnections with an alarm. The pump was changed the same day. There was a patient present.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, and functional testing with the occlusion tester, the pump was found to have a damaged downstream occlusion (dso) seal, damaged battery compartment, scratched lens, and damaged dose connector. The customer problem was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, battery compartment, lens, and the remote dose connector.